Event description:
It was reported that the patient experienced pocket stimulation due to a dislodgement of the right atrial lead. Loss of capture was noted and a chest x-ray confirmed the lead tip was near the device pocket. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.